Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked display window, a cracked case at the display window corner, cracked tube threads, a broken reservoir tube lip and a missing reservoir tube o-ring.

Event description:
It was reported that the customer had problems with the insulin pump all day. Customer changed her site and had a blood glucose level over 60 mg/dl. Customer changed the battery 15 minutes ago. Customer treated with pump and her blood glucose level was around 530 mg/dl. Customer had mild nausea and did not feel good. Customer stated that they have a back-up plan. Customer stated that the drive support cap is flush. Customer declined to troubleshoot for high blood glucose levels. Customer stated that she maybe bumped the pump over the years. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.